Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Device interrogation displayed an alert for shock therapy delivered to convert arrhythmia. The subcutaneous electrogram (s-ECG) from the episode showed a ventricular arrhythmia was detected and a shock was delivered. The ventricular arrhythmia continued post shock, the device redetected and commenced charging. However, the arrhythmia appeared to self-terminate prior to delivery of a second shock and episode end was declared. The system was subsequently explanted and replaced with a transvenous device. The explanted products are expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination revealed one bubble, but no cracks in the notch area next to the sense b electrode. Additionally, a bend was noted approximately 30 mm from the terminal end, the proximal end of the shocking coil is stretched and the distal end of the shocking coil was bunched up. No electrode anomalies were identified and all of the visual observations were confirmed to be typical surgery-related damage. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that no additional adverse patient effects were reported and the patient was expected to fully recover following the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination revealed one bubble, but no cracks in the notch area next to the sense b electrode. Additionally, a bend was noted approximately 30 mm from the terminal end, the proximal end of the shocking coil is stretched and the distal end of the shocking coil was bunched up. No electrode anomalies were identified and all of the visual observations were confirmed to be typical surgery-related damage. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Device interrogation displayed an alert for shock therapy delivered to convert arrhythmia. The subcutaneous electrogram (s-ECG) from the episode showed a ventricular arrhythmia was detected and a shock was delivered. The ventricular arrhythmia continued post shock, the device redetected and commenced charging. However, the arrhythmia appeared to self-terminate prior to delivery of a second shock and episode end was declared. The system was subsequently explanted and replaced with a transvenous device. The explanted products are expected to be returned for evaluation.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Device interrogation displayed an alert for shock therapy delivered to convert arrhythmia. The subcutaneous electrogram (s-ECG) from the episode showed a ventricular arrhythmia was detected and a shock was delivered. The ventricular arrhythmia continued post shock, the device redetected and commenced charging. However, the arrhythmia appeared to self-terminate prior to delivery of a second shock and episode end was declared. The system was subsequently explanted and replaced with a transvenous device. The explanted products are expected to be returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.